Event description:
It was reported that the pt expired due to unknown reasons. The date of death and implant duration are unknown. It is unknown if the death was device related. Info learned from implant pt registry. No further info was received.

Manufacturer narrative:
Device not returned.